Manufacturer narrative:
The customer¿s experience of devices turning off was confirmed in the pcu event log. The pcu event log shows that at 4:37 pm on (B)(6) 2018, the user channeled off pump module s/n (B)(4). The reason why the pump module was channeled off was not determined, however the device was in an alarm state for patient side occlusion when the device was channeled off. The log shows that there were two prior instances of patient side occlusions, however the user was able to restart the infusion after each alarm. The pcu event log shows pump module (B)(4) was also in use and infusing a basic infusion when it was channeled off by the user also at 4:37 pm on (B)(6) 2018 and was also in an alarm state for patient side occlusion when the device was channeled off. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed similar complaints with the same or related failure mode. CAPA reference:(B)(4). The customer stated that there was no patient involved.

Event description:
The customer reported that the rn notified pharmacy that the IV pump with continuous mesna had been turned off. The pump module, serial number (B)(4), had mesna programmed for delivery of a dose of 35.05mg/kg at a rate of 45.2ml/hr with a vtbi 1084. The second pump module, serial number (B)(4), was for a basic primary infusion that was programmed at a rate of 20ml/hr. The event was noticed when the next dose of mesna and ifosfamide infusions were due on (B)(6) at 2100. The rn noted that both pump modules were turned off and had to pick channel select and re-start. When the pump was turned on the remainder left to infuse was 6 hours, therefore, it is assumed that the pump must have been off since approximately 1600 when the last dose was initiated on (B)(6) at 2200. The patient seemed to think that the pump may had been shut off when the maintenance intravenous fluids were changed at approximately 1430. Biomed tested the two modules to find that they tested to be operating according to the MFR specifications. There was no report of patient harm.